Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that the customer went into swimming with insulin pump and there was fluid on the lcd and also stated that the insulin pump was already off. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.